Event description:
It was reported with the use of the unspecified bd pen needle there was an issue with needle partially blocked.

Manufacturer narrative:
One opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Clog testing was carried out and no issues were observed. Clog testing was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd¿ pen needle there was an issue with needle partially blocked.